Manufacturer narrative:
The company representative was able to replicate the reported ¿noise issue,¿ but was unable to replicate nor confirm the reported ¿probe cutting issue¿ the pneumatic module was replaced and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The pneumatic module was received for testing. A visual assessment of the returned sample revealed a bent exterior cover where red and blue tubes connect to the auto gas fill (agf) ports. The returned pneumatics module was installed into a calibrated system. The system started with no system message (sm). The probe was stuttering during the surgical test. The red tube (component) was not properly connected to the agf ports on l4 valve. The component was reconnected and returned pneumatics module passed surgical tests, and no stuttering was present. The reported event was confirmed. The returned pneumatics module had a loose component connected to the l4 valve. The root cause of the reported ¿noise issue¿ is attributed to a nonconforming component in the pneumatic module. However, the reported ¿probe cutting issue¿ was not confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The root cause of the reported noise event is attributed to a nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic operating system exhibited cutting failure of a probe. It was also reported that the actuation of a cutter was unstable and its cutting performance turned impossible during surgery. There were sometimes abnormal sound of the cutter was observed, sometimes the issue stopped, but it would recur. Gradually there was a sensation that the cutter was not moving when processing the peripheral as well as a sensation of vitreous pull before it would start again. The surgery was completed on the same day without using a backup. The type of procedure was not reported. No patient impact was reported.